Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster coronary stent graft system instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation occurred in the proximal left anterior descending artery (lad) during use of an unspecified device. A 3.5x19mm graftmaster stent was used at 19 atmosphere (atm) to treat the perforation, but failed to stop the bleeding. The patient was treated with surgical intervention and had a stable outcome. No additional information was provided.